Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: greater trochnater fracture occurred in a (B)(6) woman. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
Fracture of the greater trochnater while using the graters, amis approach used. The surgeon decided to place the stem and use strapping for the fracture. The surgery was completed successfully.